Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the guidezilla ii 6f long guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. The weld transition of the collar was kinked. No further damage was found to the device. Product analysis could not confirm the reported event, as the collar transition was kinked. There was no fracture or break to the device.

Event description:
It was reported that the device fractured. The target lesion was located in a 20mm long lesion with a 2.5mm vessel diameter. The lesion was moderately tortuous, moderately calcified and 100% stenosis located in the left anterior descending artery (lad). A guidezilla ii, 6f long guide extension catheter was selected for use. During the procedure it was observed that the guidezilla was fractured. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that the device fractured. The target lesion was located in a 20mm long lesion with a 2.5mm vessel diameter. The lesion was moderately tortuous, moderately calcified and 100% stenosis located in the left anterior descending artery (lad). A guidezilla ii, 6f long guide extension catheter was selected for use. During the procedure it was observed that the guidezilla was fractured. The procedure was completed with another device. No patient complications were reported.